Event description:
Patient revised due to dislocation. During surgery, snap ring on custom liner was deformed, and surgeon used the snap ring from the explanted liner.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.